Event description:
It was reported that the user experienced a hypoglycemic event requiring ems contact while using the ilet system, after which they consumed a bottle of cola and restored their blood glucose to range; the user did not identify a cause and has reported no subsequent device issues. Symptoms included hypoglycemia consistent with low blood glucose. Outcomes included ems involvement without hospitalization and recovery at home. Investigation included a review of device alerts and user-reported troubleshooting and education. Investigation of this case revealed no device malfunction or component failure and no reproducible issue, with the event assessed as user-reported hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.